Event description:
The reporter stated that the device was received from the distributor for eval. The implant was cracked, an inserter hole and a screw hole had damaged threads. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.